Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they uploaded a study and were able to enter the patient data and then clicked on report, however, when they attempted to create the report, they received an eeface error. Technical support asked the customer what was displayed on the screen, customer stated calibrate, start study, settings, advised customer to press start study and follow the prompts on the recorder to upload study. They also stated they clicked the square to upload and then the recorder began clearing the data. Per technical support advised the customer in this scenario only the supine button would clear the data on the recorder. Customer stated that they used accuview to upload a study earlier in the day and they were unsure as to whether they should continue using the recorder. Advised the customer the recorder is under warranty and will be replaced. A repeat bravo procedure was performed.

Manufacturer narrative:
Investigation summary: one bravo ph recorder was returned for investigation. Visual inspection found no defects with the bravo recorder. The error message "eeface" appears only if data from the recorder was deleted (accidently or not). Calibration by capsule simulator and transmission test were successful. A test study was performed and the test study data was downloaded successfully. Bravo recorder physical examination conclusion is that the device functioned properly without issue. Main suspect is user mishandling. The received device or supporting material meet product specifications as released by medtronic. If information is provided in the future, a supplemental report will be issued.